Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During device analysis, the service repair center indicated that the image appeared rough. The air/water (a/w) tube had foreign objects present, and the air/water (a/w) cylinder (tube) also contained foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image has roughness was due to damage on charged coupled device unit. Based on the results of the investigation, it is likely the most probable cause of the malfunction air-water cylinder (tube) has foreign objects, air-water tube has foreign objects could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.